Event description:
It was reported the suresigns vs4 monitor was presented with a speaker malfunction inop error. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue ¿speaker malfunction inop error". It was unknown whether speaker was able to produce sound. The rse advised the customer to clear the speaker malfunction error and to perform an audio test. The biomed verified that the speaker malfunction error is gone and heard 3 distinctive tones. The device was working to its specifications after the error message was cleared. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support engineer talked to customer.